Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (suspected thrombus and the patient outcome) and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined. The controller event log file contained events spanning from 01dec2022 at 08:21:29 to 06dec2022 at 09:56:07, per the timestamp. Throughout the log file the pump appeared to have been operating as intended at the set speed. Additional information regarding the event, as well as product return availability, was requested from the account; however, no further information has been communicated at this time and heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists thromboembolism and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that the patient expired on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Reporter email: (B)(6).

Event description:
It was reported that log files were submitted for review concerning thrombus. An echocardiogram showed a severely increased left ventricle (lv) and the ventricular assist device (vad) appeared to not offload properly. Log file review did not capture any unusual events.